Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient indicated that her catheter was "all coiled up and her system did not work". No other information was available. Additional information has been requested from the hcp; it was not available as of the date of this report.